Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they went to the emergency room due to a low blood glucose on (B)(6) 2017. The customer reported emergency medical assistance dispatched after it was discovered unconscious in the car at home. The blood glucose value at the time of admission over 27 mg/dl. The customer was treated for the low blood glucose level with a glucagon shot, stabilized and released. The customer did not troubleshoot the issues. The customers current blood glucose level was unknown. The insulin pump will not be returned for analysis.